Manufacturer narrative:
A review of the image result files showed that fyb+ cells resulting as negative visually appeared to have slight red cell adherence. Customers were notified of visually positive results with capture-r products which are interpreted as negative by the echo in customer communication (B)(4) in (B)(6) 2009.

Event description:
Customer reported obtaining unexpected negative reactions on echo (B)(4) for a patient sample containing anti-jkb.